Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 569 mg/dl. Customer injected himself 20 unit bolus and noticed that the blood glucose not came down so he took 10 unit bolus and then blood glucose went to 400 mg/dl. Customer stated that they ate meal and bolus 15 units and then his blood glucose went to 500 mg/dl. Customer's blood glucose level was 300 mg/dl at the time of incident. Customer reported that they did not contacted their health care professional regarding the high blood glucose event. The customer felt ok to troubleshooting high blood glucose level. The customer did not provide any symptoms regarding high blood glucose. The customer was treated for the high blood glucose with insulin injections and bolus through insulin pump. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Based on customer report customer does not allege insulin pump was under delivering. The insulin pump was not returned for analysis.